Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not available for evaluation.

Event description:
The balloon was irregular when it inflated and it was difficult to deflate, causing serious damage to the urethra.